Event description:
It was reported the patient experienced ineffective stimulation due to one lead being fractured and one lead with high impedances. Fractured confirmed by x-ray. Surgical intervention took place wherein one lead was implanted and the second lead was unable to be placed due to patient anatomy. Effective stimulation was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.